Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. This is one of three complaints reported against the finish goods lot and the device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report, functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. (B)(4).

Event description:
A customer reported that a large amount of air came out from the infusion line during a vitrectomy procedure. The customer clamped the air line to complete the procedure. The customer had to remove the air from the pt's eye. There was no pt harm reported.